Manufacturer narrative:
Results: no device evaluation, root cause undetermined. No results available since no evaluation was performed. Conclusion: no device evaluation, root cause undetermined. Unable to confirm complaint (no device returned). (B)(4).

Event description:
The physician intended to use a sprinter legend rx balloon dilatation catheter to pre-dilate a mildly tortuous lesion. The device was removed from the packaging per IFU, inspected and negative prep was performed with no issues noted. It is reported that during the first inflation the balloon fully inflated however did not deflate completely. The partially deflated device was removed from the patient body as normal by fully opening the tuohy borst. No patient injury reported.

Event description:
Device evaluation summary: balloon folds were open and residue was visible in the balloon. The balloon was inflated to 14 atm (rated burst pressure) and maintained pressure, with no abnormalities noted. Deflation time from 14atm was measured at 4.54 seconds which meet specification requirements.